Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two systems (drg system and cervical scs system). It was reported the patient presented to her physician's office on (B)(6) 2017 with wound dehiscence at the ipg pocket site (drg system). Reportedly, the patient was afebrile, however there was no clear evidence of an infection. On the same day, the physician opted to explant the entire drg system. Postoperatively, the patient was treated prophylactically with antibiotics. Cultures were obtained and results are pending. The patient was referred to a wound care specialist as the next course of action.

Manufacturer narrative:
MFR report number was inadvertently launched with the incorrect manufacturer site/fei instead of cfn/(B)(6) thus populating an invalid MFR report number. G1-g2" spinal modulation entered in error.